Event description:
It was reported that the system will not boot up all the way. It was noted that the mainframe stops at a7. Other systems were used for cases. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the fast stop switch. The system was tested adn found to be working as intended and placed back into service.